Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. The pacing lead impedance exhibited a downward trend with the chronic device, and when the lead was connected to the new device, low out of range pacing lead impedance was noted. The lead remains implanted. The patient was asymptomatic and will continue to be monitored..

Manufacturer narrative:
(B)(4).